Manufacturer narrative:
A review of the device history records associated with this lot resented no issues during the manufacturing process that can be related to the reported complaint, including stent retention values. Additional info will be submitted upon 30 days of receipt.

Event description:
The pt was admitted for a procedure in 2009. During prep, it was noted that the palmaz genesis stent was offset/out of position on the delivery system. The physician decided to remove the stent from the delivery system and use the balloon to deploy the lesion, and complete the procedure.